Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be explanted from the bile duct during a scheduled endoscopic retrograde cholangiopancreatography with stent removal procedure performed on (B)(6) 2021. Reportedly, the stent was implanted for less than six months. During the procedure, the physician attempted to remove the stent with forceps; however, the wallflex biliary stent began to unravel and the retrieval loop broke off. The broken retrieval loop was successfully removed with forceps. An extractor balloon was used in attempt to sweep the duct to pull it down distally but was unsuccessful. The stent was unable to be removed and the physician placed a 10x80 fully covered wallflex biliary stent-in-stent to complete the procedure. Both stents will be attempted to be removed at a later date. There were no patient complications as a result of this event.